Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed oversensing was present. There was 1 ventricular fibrillation episode with 210 ms v-v intervals recorded on (B)(6) 2010.

Event description:
It was reported that the patient was seen at the emergency room due to inappropriate shocks, and that these appeared to have occurred as a result of the right ventricular lead experiencing t-wave oversensing. It was also noted that the patient has a history of heavy alcohol abuse. The right ventricular sensitivity was adjusted, and the lead remains in use. No further patient complications have been reported as a result of this event.